Manufacturer narrative:
(B)(4). The device was evaluated by a philips field svc engineer (fse). The issue was resolved by replacing both the power and control pcas. The device passed all performance assurance tests and remains at the customer site. Philips could not determine the cause since multiple parts were replaced to resolve the issue.

Event description:
The customer reported that the device was not switching on. There was no reported pt involvement and/or impact.